Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There was intermittent loss of capture on the lead that was discovered via hm. The loss of capture was unable to be duplicated in the office but due to the high percentage of rv pacing the patient needed it was determined safest to cap the lead and implant a new lead. No adverse patient events were reported. Should additional information become available, this file will be updated.